Event description:
A customer using the product was experiencing frequent runs that had the low positive control(lpc) failing due to being out-of-range low. Product labeling clearly indicates all data generated in the same run as with a failed control is to be considered invalid and the test repeated. During the course of the investigation into the lpc failure, it was determined the customer had reported approximately 147 invalid patient results to the physician along with a baseline disclaimer. Statement that these results were from a new assay.

Manufacturer narrative:
There is no evidence of product malfunction. An internal investigation is underway to determine the cause for the control falling out of range. The customer was advised to follow instructions for use of the test. Specifically, the customer was advised that results from invalid runs should not be reported and that adding 1 log titer to the manufacturer determined control ranges is not acceptable.